Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. The reader powered on with button press, a blank screen was not observed therefore, the issue is not confirmed. No malfunction or product deficiency was identified. The dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. A caller reported customer being unable to test due to the reader not powering on with button press or test strip insertion. As a result, the customer experienced a seizure and a loss of consciousness. Customer was able to regain consciousness and reported being able to self-treat with unspecified dose/type insulin. No further information was provided. There was no report of death or permanent impairment associated with this event.